Event description:
Reportable based on analysis results approved on 08/24/2006. It was reported that during a peripheral treatment procedure, guidewire removal difficulties were encountered. The lesion being treated was a non-calcified, 90% stenotic lesion in a left radial shunt vein. The platinum plus .018" guidewire did not cross the lesion during it's approach to the lesion. When the physician attempted to remove the wire to the outside of the 6f mosquito sheath, it became stuck in the lumen of the sheath. After successful removal of the wire, the tip of wire was noted to have stretched. No pt injuries or complications were reported. Patient status is reported as "good".

Manufacturer narrative:
Wire rec'd with the corewire fractured and elongated spring tip. Visual inspection with the aide of a microscope revealed bent corewire approx 1/2 cm from both sides of the fracture. The fracture occurred at 8cm from the proximal side of the distal. Both fragments of the fracture were sent to the analytical lab for fracture analysis: "the fracture surface exhibited evidence of a torsional type overload. No wire anomalies, material reduction, or reduction on the cross sectional area was observed." The complaint is confirmed, the guidewire fractured. The sem analysis results indicate that the wire fracture occurred due to the torsional overload, the complaint description states that the wire had become stuck within the lumen of the sheath and upon retrieval from the catheter the elongation of the coil was noticed, thus indicating that force was applied to the unit in order to accomplish retrieval. The device history record was reviewed and met all specification relevant to complaint upon lot release and has no anomalies related to complaint. The lot met all specifications relevant to the complaint upon lot release. Lot has not been involved in other complaints at this time. IFU state: guide wires are delicate instrments and should be handled carefully. Prior to use and when possible during the procedure inspect the guide wire carefully for coil separation, bends or kinks which may have occurred. It also warns: never push, auger or withdraw a wire which meets resistance. Resistance may be felt tactile or noted by tip buckling during fluoroscopy. The guide fractured due to torsion overload although the exact cause of failure could not be determned, the evidence presented by the specimen suggests procedure and possibly clinical factors that may have contributed to the event. At this time, assignment of a root cause for this complaint is not possible. The investigation of the returned sample indicates the failure was not related to a manufacturing or material issue.